Manufacturer narrative:
Occupation: occupation is lay user/patient. The meter and remaining test strips were returned where they were tested using retention controls: testing results (qc range = 2.5 - 3.9 inr): qc 1: 3.2 inr, qc 2: 3.3 inr. The obtained qc values were in the allowed range of the used combination master lot strip lot - qc lot. All measurements were without error messages. No information was provided in the complaint that would point to a cause for the result discrepancy. Relevant retention test strips (lot 368886) were tested in comparison with the master lot coaguchek xs pt. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of discrepant inr results for 1 patient tested on coaguchek xs meter serial number (B)(4). The result at 7:55 a.m. Was 4.7 inr. The patient re-tested at 7:57 a.m. With a result of 3.5 inr. The patient's therapeutic range is 3.0 - 3.5 inr. The reporter stated the patient was also tested at the laboratory the same day, however, the result from the laboratory was not provided. Any therapeutic decisions were made based on the laboratory result since it was believed to be correct. No adverse event occurred. No medical treatment was necessary. The patient is doing well, in stable condition. There was contamination on the heater plate of the meter. The meter and test strips were requested for investigation.